Event description:
Dressing change to be completed per policy. During dressing change, statlock applied and PICC hub completely separated from PICC line during securement. PICC had to be removed due to risk for infection and was replaced under sedation.